Manufacturer narrative:
(B)(4). Additional information: the cassette was received and evaluated for the reported event of particulate matter. This device underwent a visual inspection with the naked eye and using magnification, but there were no issues noted. The device was put through functional testing, leak testing, clamp function testing and clear passage testing, which found no problems with the cassette. The cassette was also run on the homechoice machine in simulation of its use for therapy which also did not find any issues. The device passed all functional testing. The reported event of particulate matter could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black dots on the inside of the tubing of a cassette set. The product was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.